Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed that one grip is bent, causing side to side misalignment of the grips. There is a 0.020 offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicative of overloading at the tip. Engineering also observed that both yaw pulley covers exhibit charring at the grip base, indicating that an arcing event occurred. The yaw pulley cover with separation from the yaw pulley at the glue joint and exhibits severe charring. The instrument passed electrical continuity testing. No other damage was found.

Event description:
The pt had a lap band port placed surgically three years ago at another hospital. The port does not seem to be holding pressure and the pt likely has had a leak from this port, but the cause is unknown. The surgeon replaced the lap band port six months ago. The pt had an uneventful post-op course without complications and was discharged home.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed that one grip is bent, causing side to side misalignment of the grips. There is a 0.020 offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicative of overloading at the tip. Engineering also observed that both yaw pulley covers exhibit charring at the grip base, indicating that an arcing event occurred. The yaw pulley cover with separation from the yaw pulley at the glue joint and exhibits severe charring. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that the tips of the pk dissecting forceps instrument were observed to be out of alignment. No surgical procedure was being performed at the time this issue was discovered. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during a previous surgical procedure.